Manufacturer narrative:
The inform was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. The customer reported that yesterday the pump refused 4 batteries of the same box and after that she has discontinued the use. Customer advised to replace the battery cap to see if the pump turns on and then continue to troubleshoot. The insulin pump will not be returned for analysis.